Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at laparoscopic total gastrectomy procedure, the surgeon inserted the orvil of the device from the mouth then the tube passed through the cut end of esophagus; however, soon after, the anvil disengaged from the tube. The surgeon knew the anvil would disengage from the tube when he pulled the tube strongly. The device was not stuck and went through pharynx smoothly under the cuff deflation; however, the anvil disengaged from the tube easily. Replaced by new orvil and the procedure was continued. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device anvil was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.